Event description:
Delivery delay during an alarm condition reported. The pump was set to deliver nitroglycerin 50mg in d5w 500ml on the primary line, dose titrated from 9mcg/kg/min at 1817 to 80mcg/kg/min (48cc/hr) at 1915. The pt was experiencing chest pain which was unable to be controlled during the pt's emergency department admission. The pt was being transported to another hospital facility via fire department ambulance. The pump had reportedly been plugged into a wall socket prior to transport. At 1930 during transport, the pump reportedly alarmed low battery, then failed. The pump was plugged into the ac power in the ambulance and started "screaming," and could not be silenced even when unplugged. The pump was turned off. The ambulance returned to the hospital base station because of the malfunctioning pump, but the emergency department md directed the ambulance to continue on to the receiving hospital because of the pt's pain/condition. After 15 minutes it was noted that another pump was functioning, and the drip was transferred to that pump. No increase in pt pain or pt harm was reported. On return to the fire station, the pump was plugged into a station plug and it came on as expected.